Event description:
An unk size aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the stent graft migrated and an aneurx aortic cuff was requested to be implanted approximately 1 year ago. There was no further information provided to medtronic about the details of the pt or relating to the aneurx device.